Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the atrial lead was dislodged and identified in the ventricle and the rv lead positioned in lbb position was found dislodged at the septum. A loss of pacing was observed on atrial and ventricular leads. During the reintervention, the screw of the rv lead did not work properly and a part of the lead body was damaged.